Event description:
Reporter stated that patient was hospitalized with trouble breathing. Patient's blood glucose was reportedly tested at 10:34 am, on the inform system, with a result of 242 mg/dl. Patient was reported to be "drooling and out-of-it." Because a stroke was suspected, patient was given a CT scan (results not reported). At 10:54 am, a blood sample (type not reported) was collected from the patient and sent to facility's laboratory. Approximately 30 minutes later, at 11:26 am, the laboratory reported that patient's blood glucose measured 17 mg/dl. Patient was treated with an unspecified amount of d50 and "began to come around." Reporter noted that patient was not admitted and, at the time of the report, had been released and "is fine." The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The first 8 entries on the concomitant medications list were given to patient in the hospital. It is not known which, if any, of these products patient had been taking prior to hospitalization.